Event description:
The caller stated that back-to-back readings went from 500 mg/dl to 12 mg/dl within 10 minutes using the contour meter. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.